Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
A manufacturing representative reported that, after going from a lower concentration of drug to a higher concentration about a month prior to report, the patient started having increased spasticity. The consumer felt that after a concentration change, the patient was "not getting as good spasticity control." It was indicated that the patient did not like the higher concentration, so the healthcare provider (hcp) was going to go back to a lower concentration. It was stated that a dye study was being performed to verify the catheter location. The hcp was confident that the system was intact, but the patient's family wanted confirmation. In addition, side-port aspiration had previously been done, a few weeks prior to report, to verify flow in the catheter. There were no issue noted with the aspiration and, additionally, there were no reservoir discrepancies noted as well. Telemetry was not performed. The patient seemed to be doing well (no reports to the contrary). The catheter volume was .51ml and the pump tubing was .289ml in this scenario. No product was explanted. No root cause was determined. It was noted the patient was also having gastrointestinal (gi) issues at the time. The concentration of the lioresal in the pump was 2000mcg/ml but would be decreased to 500mcg/ml. The indications for use were intractable spasticity and cerebral palsy. Information was received from a consumer who indicated that in (B)(6) 2013, it was attempted to change the baclofen concentration from 500 mcg/ml to 2000 mcg/ml, and the patient went through three months of extreme withdrawal. The dose was 358.4 mcg/day. The lot number was not reported. Specifically, the patient experienced increased spasticity, seizures, and a grand mal seizure ((B)(6) 2013). The patient was hospitalized in the ICU (intensive care unit) for those three months. As a result, the concentration of the baclofen was changed back to 500 mcg/ml. That situation had resolved. Refer to related (B)(4) for flipped pump information.